Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the qa (B)(4) this defect is considered a workmanship. According to the current risk documents the event of split in patch is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, black particles in shell, flat creases, around 0-25% of the shell is missing, observed split in patch (ss) that is out of specification and it is assessed as workmanship. The device was underweight. A microscopic analysis was performed which identified a broken shell with sharp edge where localized stresses is induced in the radius side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness to be within specification, and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is a broken shell with sharp edge where is localized stresses induced assessed as surgical impact, a missing shell that is assessed as inconclusive, and a split in the patch assessed as workmanship.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.